Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at the checkout line at the store around 5:30pm and the check out attendant called the paramedics because they noticed the patient was not doing well. The patient as sweating profusely and when the paramedics arrived, they administered the patient with glucose via intravenous (IV) therapy. The patient indicated that the cgm was displaying71 mg/dl at the time of event but when his finger stick was checked, his bg was at 21 mg/dl. When the paramedics left, the patient stated his bg had increased to 69 mg/dl. No additional patient or event information is available. At the time of contact, the patient was doing okay. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.